Manufacturer narrative:
Depuy still considers the investigation closed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Depuy still considers this investigation closed.

Event description:
Pt contacted depuy as a result of the asr recall to initiate a claim. Medical records were obtained. Medical records (hosp notes) indicate that the pt was revised to address aseptic loosening. Update (B)(6) 2011 - the revision operative report was received which indicated that a moderate amount of serous fluid was encountered and drained from the hip. The complaint was reopened to add the femoral head.